Event description:
Rn was using angel wing safety needle system monoject blood collect set 21g x 3/4". Inserted butterfly into left antecubital and attempted to adjust needle when needle "popped" out of arm and fell to ground.